Event description:
It was reported that there was a low sensing value. The lead was explanted and replaced. No patient complications have been reported as a result of this event, and the patient's status was reported as "good".

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary : (B) (4) no anomalies were found however, the outer insulation was kinked/buckled and breached/cut and the distal conductor was distorted as noted on the visual inspection. The proximal segment of the lead was returned for the analysis.